Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 09-jun-2023. H.6. Investigation summary: one sample was received and tested by our quality team. The set was separated below the blue clip portion upon receipt and the customer's complaint was verified. A high power digital microscope was used to analyze the set and there was evidence of lack of solvent at tubing where the separation occurred. The manufacturing plant was notified of this instance and a thorough investigation was performed. The root cause of failure was a lack of solvent- most likely due to improper following of work instructions by the operator at this point in assembly. A corrective action was initiated to ensure proper following of work instructions by staff. This includes a visual aid for workers to validate correct application of solvent. A device history record review for model 2420-0007 lot number 23025546 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: the alaris sets are snapping while priming. The lot # is (10) 23025546.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: the alaris sets are snapping while priming. The lot # is (10) 23025546.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.